Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test kit for two (2) tests performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses test one (1) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test kit performed (B)(6) 2023 on a nasal kitted swab. Repeat testing was performed which generated a negative result on (B)(6) 2023 and a positive result on (B)(6) 2023. Additional testing was performed on an unknown date at a doctor¿s office via an unknown platform and generated a positive result. The consumer stated they were symptomatic. The consumer confirmed there was no harm due to the test results. No additional patient information, including treatment and delay, was provided.

Manufacturer narrative:
D4-UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 208229 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 208229, test base part number 195-430/ lot: 206817. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 208229 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text: single use; device discarded.